Manufacturer narrative:
Product analysis revealed damage to the stent. The delivery device with the stent on the balloon was received and damage was observed on the stent. The catheter was received engaged in the 7fr jr 4.0 getz's access guide catheter. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. Damage of this nature is usually the result of pulling an unexpanded stent back into the guide catheter. The exact cause of the stent damage could not be determined. The manufacturing records for top assembly batch 9063566 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause of the stent damage could not be determined.

Event description:
It was reported that, during a pci procedure, stent damage occurred. The non-calcified and moderately tortuous lesion was located in the right coronary artery (rca). Predilation was performed and the express2 monorail coronary stent delivery system was advanced. Resistance was encountered and upon removal, the stent edge was reported to be "lifted." It was further reported that the stent had been pulled back through the guide catheter. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Patient status is reported "good."